Event description:
It was reported that there were observations of pacing spikes that were thought to be due to the respiratory rate trend sensor oversensing an external telemetry unit with this cardiac resynchronization therapy defibrillator (crt-d) device. There were no reports of pacing inhibition or asystole. Technical services discussed programming options. This device remains in service. No adverse patient effects were reported.